Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the replacement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. In (B)(6) 2024, the patient's stoma was red and oozing. The patient was prescribed unknown oral antibiotics as treatment. In (B)(6) 2024, there was still redness and exudate despite different treatments. At the instruction of the patient's physician, the patient's family was applying antibiotic cream and lassar paste to protect the skin around the stoma. On (B)(6) 2024, the probes were changed. On (B)(6) 2024, there was no longer whitish exudate at the stoma site.